Event description:
On 30 may 2025,senseonics was made aware of an incident where user went to an urgent care because of bleeding after their insertion. Hcp was able to re-bandage the area and the user is doing fine.

Manufacturer narrative:
Bleeding at the insertion site is a known and anticipated potential adverse effect.the user went to an urgent care because of bleeding after their insertion. Hcp was able to re-bandage the area and the user is doing fine.

Manufacturer narrative:
B4. Date of this report 13 july 2025. G3. Date received by the manufacturer? 13 july 2025. H6. Health effect -impact code updated to 4614.